Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from the rep. They reported the patient wasn't getting stimulation when the oor was seen; only the oor message was seen. Impedance testing was performed when the patient was laying down and when in an upright position; not while moving around. The impedances had remained the same while laying down and when in the upright position. The cause of the oor has not been determined /confirmed. The rep reported that possibilities could have been the presence of fluid or maybe something to do with the adaptor and extension the patient has implanted, but they could not say for sure what the cause was nor if there were any device issues with the implanted components. The rep reported they were never made aware of an increase in blood pressure and therefore did not know the cause of the increased blood pressure. On (B)(6) 2018, the rep met with the patient and set up adaptive stimulation, performed programming, and checked the recharge interval for the patient's settings. The recharge interval was determined, and the patient should be charging about every 3-4 days. The rep has not been made aware of any further oor occurrences since t hen. Also the cause of why the patient was needing to recharge daily has not been determined. The rep confirmed that at the (B)(6) appointment the ins was recharging properly and the ins was working fine. It was also reported that the patient was getting a reduction in pain however, they do not believe the patient is getting at least 50% relief since the patient's pain pattern has changed and the pain has progressively gotten worse over the years. The lead the patient currently has implanted is an old lead that was implanted midline, and is not MRI compatible. The patient will be meeting with a neurosurgeon to discuss options for next steps to address the change in their pain level and pattern. If they pursue surgical intervention, the patient will likely have a lead replacement in order to obtain better pain coverage and to make their system MRI compatible. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) and the rep. It was reported that on the date of implant while in post-op, the rep had told the patient the device had a malfunction, and the patient's quality of life has been impacted by the device because they are still in pain and their blood sugars have gone up. The rep later clarified that the impedances were normal during the implant surgery but in post-op 2 of the 4 contacts had higher than normal impedances. When the rep tried programming around the high impedances, they kept getting the out of regulation (oor) messages with various programming attempts. Given the high impedances the rep was unable to use the same programming the patient previously had been using. Additionally, it was noted the patient's pain pattern had changed since they first had their system implanted in 1998. It was also noted that the lead was not replaced on (B)(6) 2018 and was kept midline because the doctor did not believe there was anything wrong with them and everything had tested fine while in surgery. The caller also reported the patient was supposed to meet with the rep on (B)(6) 2018 for the post-op appointment but didn't show up to the appointment. The rep explained that they were not made aware of the appointment until 30 minutes before the appointment, and since the patient lives several hundreds of miles away they were not able to make that appointment. The rep plans to wait 4 or more weeks post-implant in order to allow time for the ins to settle in and scar into place before meeting with the patient to turn on adaptive stimulation. The rep stated they would contact the patient on (B)(6) 2018. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for chronic low back pain and non-malignant use. It was reported that the ¿settings not available¿ message was seen on the controller and the ¿out of regulations (oor)¿ message was seen on the tablet. The rep stated that they were at their postoperative programming session for the patient¿s new battery. They set up stimulation and the patient felt stimulation in the correct location when they were on their back, but when the patient moved they got the message that the settings were not available on the patient controller. The caller stated that they rebooted the tablet and interrogated. The patient had a 1x4 paddle and the programmed parameters were 0- 1- 2+ 3+ and the rep stated they were getting oor at 21.8 ma. Technical services had them run impedances and the values were: reference number 0 and 2120, 2670, 2770. The rep programmed the following combination: -0 -1 +2 and was getting oor at 16.5ma. The rep stated that the ins wasn¿t giving an oor message when the patient was laying down. They tried several bipoles and continued to get the oor message in the 4 to 7 ma range. The rep was frustrated with the function of the ins and was not providing clear feedback on what was being programmed. The rep reran impedances when the patient was lying back: reference 0 and 2670 ohms and 2710 ohms. The rep programmed the two following electrode configurations. 0- 1+ 2+ 3+ 44-us 110hz 6.4 to 7 ma was getting the oor and the patient wasn¿t feeling stimulation. 0+ 1- 2- 3+ 440 us 110hz 8.6 ma was getting oor and the patient wasn¿t feeling stimulation. The rep stated that the patient was getting good stimulation before the old battery reached eos, which was about three months ago. Technical services reviewed the possibility of the pocket adapter contributing to the elevated impedances. The rep stated that they would continue programming and review options with the patient and medical doctor. It was reported that the event occurred on (B)(6) 2018. The rep discovered the issue at the appointment. No further complications were reported/anticipated. Additional information was received from the consumer reporting that their device was not working properly. It was reported that there was an issue that the patient had a device for 22 years and they had the same lead in ever since the first device. There was a revision and it was reported that there was an issue with the lead or connector on the day of the most recent ins replacement. It was stated by the consumer that there may be fluid in it causing the recharger to expel 5 times the amount of energy as it normally word. They had to recharge daily because of the issue instead of charging once a month like the patient had thought prior to getting the rechargeable device. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that back in 2018 the patient's healthcare provider screwed up the surgery and the patient ended up going numb. The patient had a laminectomy. It was noted there was nothing they could do as it was permanent damage. The patient noted their pinky finger and the one next to it was bent in recover. The patient's healthcare provider believed it could be the way the patient was laying in their bed. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.